Event description:
It was reported that balloon rupture occurred. A 6.00mm / 2.0cm / 135cm 2cm peripheral cutting balloon was used for dilatation. However, during the first inflation at 4 atmospheres for a few seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
The device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A leak test identified a balloon pinhole located approximately 1mm distal from the proximal markerband. The rated burst pressure for this device is 10 atmospheres as per specification. Visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found the shaft of the device to be kinked at more than one location. An examination of the markerbands found no issues.

Event description:
It was reported that balloon rupture occurred. A 6.00mm / 2.0cm / 135cm 2cm peripheral cutting balloon was used for dilatation. However, during the first inflation at 4 atmospheres for a few seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and the patient was in good condition after the procedure.